Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital with a heart rate in the 50-60s. The health care professional (hcp) reported that the patient was hooked up to a monitor and their heart rate went up to 130 beats per minute (bpm). The monitor was turned off and the patient's rate returned to normal. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.